Event description:
Customer reported that a malfunction occurred. The customer¿s blood glucose level was 590 mg/dl, resulting in the customer feeling very sick and vomiting. The customer went to the emergency room and was subsequently hospitalized. The customer received treatment with intravenous fluids of saline and insulin. The customer was discharge on (B)(6) 2025 with the issue resolved and no permanent damage. Ultimately, the customer reverted to an alternate method of insulin therapy.